Event description:
It was reported that 30 bd alaris¿ smartsite¿ needle-free connector arterial sets had oval instead of round bungs. The following information was provided by the initial reporter: "bungs are oval and not round.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: thirty 2000ea7d samples from lot 20065382 were received in sealed packaging for investigation (appendix 1). The feedback provided by the customer indicates the devices were not used as the smartsite component was oval in shape. A visual inspection of the returned samples confirmed the customers experience as the smartsite female luer adaptor (fla) on all thirty samples were oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065382 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.